Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent hernia repair on (B)(6) 2013 and mesh was implanted. The patient experienced pain immediately after the surgery and has been seen by several specialists. The patient was administered pain injections, oral pain medications and underwent a triple neurectomy. On (B)(6) 2014, the mesh was removed and hernia repaired. The patient is still experiencing pain and states quality of life has been altered. The patient is unable to stand for more than 10 minutes with pain. Since the recent hernia repair procedure, the patient states the local pain has improved and now experiences generalized pain.

Manufacturer narrative:
It was reported that the patient continues to experience continuing neuropathic burning pain in the right groin area. The patient plans to seek further advice from two other surgeons about how to alleviate this pain.

Manufacturer narrative:
It was reported that the procedure was an open indirect hernia repair. The mesh was removed on (B)(6) 2014, but the surgeon was unable to remove all of it due to scarification involving enveloped critical nerve and blood vessels. (B)(4). This medwatch report is in response to receipt of maude event report mw5055848.